Manufacturer narrative:
This event also includes device 24724093/ 00733132622528, 25092988/ 00733132618545, and 24951785/ 00733132618538. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. An aui was performed, and the patient tolerated the procedure. On (B)(6) 2022, during follow up, a CT scan showed gas in the aneurysm sac and the right lateral side. The diagnosis was infection, and the devices will be removed. The physician has no idea regarding the cause of the infection.

Manufacturer narrative:
Sterilization - the following records were reviewed for this case: serial number (B)(6), finished good work order (B)(4), sterilization batch s44732f000202 generic wo's (B)(4). A review of the sterilization records indicated the lot met all pre-release specifications. Sterilization - the following records were reviewed for this case: serial number (B)(6), finished good work order (B)(4), sterilization batch f000130 generic wo (B)(4). A review of the sterilization records indicated the lot met all pre-release specifications. Sterilization - the following records were reviewed for this case: serial number (B)(6), finished good work order (B)(4), sterilization batch s44685 generic wo (B)(4). A review of the sterilization records indicated the lot met all pre-release specifications. Sterilization - the following records were reviewed for this case: serial number (B)(6), finished good work order (B)(4), sterilization batch s44658f000171 generic wo (B)(4) and (B)(4)generic wo's (B)(4). A review of the sterilization records indicated the lot met all pre-release specifications.

Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.